Event description:
Rptr writes: "as I mentioned on the phone, I have personally inspected the pulmicort device, and the unit is not clicking. I would very much like to return the unit to your office for add'l testing; and as soon as you forward proper packaging materials, I will forward the device. I would also like to point out that I have mailed several recalled turbuhalers to your co, and have not yet received any replacements."